Event description:
(B)(4).

Manufacturer narrative:
This incident occurred in a (B)(6) hospital and was restricted to one surgeon not following the instructions for use carefully. It was reported to the regulatory authority within the, (B)(6) dated (B)(6) 2014. During a recent FDA inspection of our manufacturing site, we were advised that this incident should also have been reported to the FDA under the medwatch system. This is now being reported retrospectively as part of our CAPA investigation.